Event description:
It was reported that an ivc filter could not be retrieved. During the first retrieval attempt, a filter leg detached from the intact filter and moved to the right pulmonary vein. As the first retrieval attempt was unsuccessful, there was an additional filter retrieval attempt the next day; however, proved unsuccessful. The filter and detached limb remain implanted. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter and detached component remain implanted. Therefore, a device eval could not be performed. The investigation is currently underway.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned images were not provided. The complaint investigation is inconclusive for migration, filter tilt, limb detachment, and retrieval difficulties. Per the original reported event details, the filter was intact prior to the retrieval attempt being performed and the limb detached during the retrieval attempt. Based upon this reported information, procedural factors likely contributed to the filter limb detachment. It was reported that the filter was tilted. It is possible that the removal difficulties could have been caused by a tilted filter. Based on the available information, the definitive root cause for the reported event is unknown. The current IFU (instructions for use) states warnings movement, migration or tilt of the filter are known complications of vena cava filters. Eclipse filter removal, do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Potential complications movement, migration or tilt of the filter are known complications of vena cava filters, filter tilt, filter malposition.

Event description:
It was reported that approximately one year post filter deployment, patient presented in the hospital images reportedly demonstrated a tilted vena cava filter, two detached limbs that migrated. A detached filter limb in the pulmonary artery and the second detached limb embedded in the ivc wall. Two unsuccessful filter retrieval attempts were made. The filter detached limbs remain implanted no additional times are made to retrieve the filter or detached limbs. Patient says this time is unknown.

Manufacturer narrative:
Medical records were received and reviewed. Based on the medical records, the patient presented to the ed limping with right leg pain and right calf lager than left. Imaging confirmed thrombi present in multiple lower extremity veins. Patient was transfused with two units of blood and h&h was monitored (patient reported 5-6 frank bloody stools daily). Filter was deployed the next day because the patient was noncompliant with previous medication regimens. Patient was discharged with moderately severe ulcerative colitis four days post filter deployment. Approximately ten months post filter deployment, patient presented to the ed with complaint of symptoms of anxiety, palpitation, and bloody diarrhea. Cxr identified a linear metallic foreign body in the right lower lobe of the lung. Filter retrieval was planned for the following day. Records reflect during the filter retrieval procedure, prior to procedure, it reportedly appeared the apex of the filter migrated and tilted. There was noted fragmentation of two of the filter legs prior to the attempted retrieval. One limb was noted to be in the right lower lobe of the lung. The attempt to retrieve the filter was unsuccessful. The following day, multiple attempts to retrieve the filter using a snare were unsuccessful. Records show the patient is expected to follow up in the future. The investigation is currently underway. (Removed dqy); (added dtk). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
It was originally reported that the detached filter limb moved to the pulmonary vein clarification - the detached limb was located in the right pulmonary vasculature. As neither the filter or images were returned for evaluation, the results of the investigation are inconclusive. The definitive root cause is unknown. The current IFU (instructions for use) states, warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques, eclipse filter removal - do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. -- remove the eclipse filter using an intravascular snare or the recovery cone removal system only.

Manufacturer narrative:
Investigation on reported event and the medical records provided was unable to determine the lot #. Therefore, manufacturing review was unable to be performed. Manufacturing review: investigation on reported event and the medical records provided was unable to determine the lot #. Therefore, manufacturing review was unable to be performed. Visual/microscopic inspection:as the device was not returned, an inspection could not be performed. Functional/performance evaluation:as the device was not returned, an evaluation could not be performed. Image/photo review:no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Based on the medical records, the investigation is confirmed for detachment of device, filter tilt, migration of the device, and two unsuccessful retrieval attempts. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. It was alleged that the filter was tilted and located at the level of l1 . It is possible that the user experienced difficulties removing the filter because it was tilted. The filter was said to be located at the level of t12 prior to the second retrieval attempt. Therefore, it is possible that the filter migrated during the first retrieval attempt. It is unknown how the filter became tilted or the limbs became detached. Based on the available information, the definitive root cause for the reported event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.